Event description:
Customer reported a device was received in the biomed shop with a note attached "issue with pump". Additional information received from customer indicates that the infusion took three hours longer to infuse than it should have. Although requested, no other patient or event details are available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.